Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified by the investigation. No sample was returned. There have been no other complaints reported in the lot number. Additional info was requested on 02/23/2012 and 02/24/2012 by phone, fax, and mail. A completed questionnaire was received on 03/05/2012. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has blurred near vision, colors look dull, she sees a few floaters and has dizziness. She also reported that she had some swelling in the back of her eye which was treated with medication. The consumer reported her surgeon told her she was getting better over time. In a follow up, the surgeon reported the pt had cystoid macular edema (cme) for three weeks postoperatively, but this had now resolved.